Manufacturer narrative:
The lead has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead was explanted due to unknown reasons. Additional information from the field indicated that this lead exhibited noise on the right ventricular (rv) channel. No additional adverse patient effects were reported.